Manufacturer narrative:
Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and broken battery tube threads.

Event description:
It was reported that customer had physical damage of insulin pump. It was reported that the battery compartment was broken off. Customer was not sure how damage occurred. Customer's blood glucose was 490 mg/dl. Insulin pump would need to be replaced.